Event description:
Philips received a complaint on the mx40 1.4 ghz smart hopping indicating there was no audio. The device was not in use at the time of the event. No adverse event occurred.

Manufacturer narrative:
The manufacturing date for the reported device is prior to 24sept2016 so no UDI required. A philips bench repair technician (brt) evaluated the device and confirmed that there was no speaker sound at start up test and the device failed at manual power on test. The brt replaced the speaker assembly to resolve the issue. The device was operational after repairs were completed and the device was returned to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.